Event description:
While using the ligasure during the procedure, a small piece of plastic came off the instrument and into the abdominal cavity. The plastic was removed and the ligasure was removed from the field and replaced. The defective device was put back into the original box and was given to cpd to return defective device to the rep. The hospital does not have a response at this time.